Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation was able to confirm and reproduce the door not fully latched alarm when the pump door was closed. It was determined that the alarm was caused by a loose upper link screw. The condition was eliminated during evaluation by adjusting the link screws with the door performing as expected. The link screws were replaced.

Event description:
During baxter's functional testing, the pump alarmed door not fully latched. There was no pt involvement as this occured during baxter's testing.